Event description:
It was reported that a chemotherapy infusion was set up to infuse over 24 hours in the pediatric intermediate care unit. The healthcare provider went into the room 15 minutes prior to the scheduled end of the infusion and found the bag empty. Another bag was obtained and hung. There was no reported patient injury.

Manufacturer narrative:
The customer¿s complaint of over infusion was not confirmed or reproduced. An external and internal inspection was performed. The device was received in fair condition. The instrument seal was broken. The right (male) iui was observed with corrosion and dry fluid residue. Debris was observed on the rear case under the male iui. The left (female) iui was observed to be in good condition. Dried fluid was observed on the rear case under the female iui. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. Dried fluid ingress and corrosion observed inside the rear case. Marks on the motor retainer strap indicate the motor shifted within the case which is indicative of an impact event. No anomalies were observed during disassembly of the pumping mechanism. Log analysis was performed. The customer reported an event date of (B)(6) 2020. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, the most recent power on prior to the reported event date was overwritten due to continued use. Over infusion testing was performed per over infusion test method using the customer¿s returned pcu and source pump module. Results indicate that the system was operating within specification. The root cause of the complaint of over infusion was not identified. Device history review review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (05/06/2008). A review of the device service history record was performed beginning from the date of manufacture to the present date (10/27/2020) and indicated that this device has been previously returned. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a chemotherapy infusion was set up to infuse over 24 hours in the pediatric intermediate care unit. The healthcare provider went into the room 15 minutes prior to the scheduled end of the infusion and found the bag empty. Another bag was obtained and hung. There was no reported patient injury.